Manufacturer narrative:
Based on the additional information provided by the distributor the reportability for this case has been changed to not reportable due to the facts that it was confirmed by the patient's medical staff that the patient was not receiving inoflo treatment at the time of the event, there was no report of a device malfunction or issue, and the patient's medical staff stated that a causal relationship between the patient's adverse events and their inoflo treatment was doubtful. No device serial number was provided within the complaint and no product was returned for investigation. The distributor performs all of the service for this device and maintains the service history records for the device. The root cause for the patient's hypotension, increased pulmonary arterial pressure, and cardiac arrest could not be determined as there was no reported issue associated with the device and no product was returned for investigation. The patient's medical staff reported that the patient was not receiving inoflo treatment at the time of the incident and that a causal relationship between the patient's events and their inoflo treatment was doubtful. Trends were reviewed for complaint categories, hypotension, increased pulmonary arterial pressure, and cardiac arrest. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: low blood pressure/hypotension, high pulmonary arterial wedge pressure, and cardiac arrest. (B)(4). (B)(6) 2023.

Event description:
The distributor provided additional information regarding this case on 30-mar-2023. The distributor reported that the patient began their inoflo treatment at 20ppm on (B)(6) 2022 at 06:44 for right heart failure. The distributor stated that on (B)(6) 2022, the customer attempted to withdrawal the patient's inoflo treatment in order to transfer the patient to the operating room within the hospital. The distributor reported that the customer reduced the patient's inoflo dose to 5ppm the morning of (B)(6) 2022, then further reduced the patient's inoflo dose to 2.5ppm one hour, 12:00, before the patient's transfer, and then the patient's inoflo treatment was turned off for the transfer. The distributor stated that during the transfer the patient began to experience a gradual decrease in blood pressure and an increase in pulmonary arterial (pa) pressure. The distributor reported that the patient then experienced cardiac arrest on (B)(6) 2022, at 13:00, for about 5 minutes upon arrival at the operating room following the removal of the patient's impella ventricular assist device. The distributor stated that in response to the patient's cardiac arrest, the patient's medical staff began chest compressions along with administration of IV fluids and the medication bosmin. The distributor reported that the customer also restarted the patient's inoflo treatment at 20ppm. The distributor stated that the patient eventually improved at 13:15 on (B)(6) 2022. The distributor reported that the patient's inoflo treatment was completed on (B)(6) 2023 at 16:15. The distributor stated that the patient's medical staff reported that there were no issues with the inoflo ds device at any time and that a causal relationship between the patient's events and their inoflo treatment was doubtful. No product was returned for investigation.

Manufacturer narrative:
The system was used for treatment. This case is being reported as a MDR as the incident was considered life-threatening. From the device perspective, there was no known device malfunction and no device issue was alleged by the customer. No device serial number was provided within the complaint and no product was returned for investigation. The distributor performs all of the service for this device and maintains the service history records for the device. The root cause for the patient's cardiac arrest could not be determined as there was no reported issue associated with the device and no product was returned for investigation. Trends were reviewed for complaint category, cardiac arrest. No trends were detected for this complaint category. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: cardiac arrest. (B)(4). (B)(6) 2023

Event description:
The distributor reported that a patient with a history of heart failure had to undergo cardiac surgery. The distributor stated that the patient required venoarterial extracorporeal membrane oxygenation (va-ECMO) during their cardiac surgery. The distributor reported that while in the intensive care unit, the patient was placed on nitric oxide using the inoflo ds device due to pulmonary hypertension associated with heart surgery along with an impella ventricular assist device. The distributor stated that while attempting to withdrawal the patient from their nitric oxide treatment during a transfer within the hospital, the patient experienced cardiopulmonary arrest when their dose of nitric oxide was reduced to less than 2ppm. The distributor reported the patient's nitric oxide treatment was then reintroduced and the patient recovered. The distributor stated that the patient's nitric oxide treatment was eventually able to be withdrawn. The distributor reported that the patient's physician suspected that the patient's cardiopulmonary arrest was associated with the withdrawal of their nitric oxide treatment. No product was returned for investigation.